Manufacturer narrative:
Concomitant products: dtma1d4 crtd; 6996sq58 lead; 5019 adaptor, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alerted for out of range low impedance. It was noted that the right ventricular (rv) lead was observed with high threshold. Both leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.